Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient was admitted to the hospital with clinical symptoms of hyperglycemia. The physician checked the infusion set and found the cannula was bent. Infusion set was requested for evaluation and was replaced with a different product. Additional information was not provided.